Event description:
It was reported that the patient had been treated with high blood glucose levels. The patient reports receiving a communication error at startup for the pod. The patient reports shaking and sweating. As treatment, the patient reports a medical professional had administered a manual injection of insulin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.